Manufacturer narrative:
Additional information received on (B)(6) 2015. It was reported that the nail was broken at the lag screw hole. The nail was returned together with a lag screw, set screw and one cortical screw. The outer surface of all components showed scratches. The surface of the lag screw hole showed polished areas. Therefore a meaningful analysis of the fracture surface could not be done. It was possible that the polished areas were occurred during extracting the nail. The lag screw showed damages and polished areas next to the set screw gliding areas. Possible causes for the reported event according to dfmea: breakage of implant -> due to lack of adequate fatigue strength. Possible: as the part showed fatigue damages and mal union of the fracture was determined. Breakage of implant -> due to lack of adequate fatigue strength due to anodization. Possible: as the part showed fatigue damages and mal union of the fracture was determined. Breakage of implant -> due to reuse of a single use device. Possible: as no information about first usage or re-usage of the product was provided. Breakage of implant -> due to off-label use, e.g. Misuse by surgeon. Possible: as no information about the procedure followed was provided. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn nail 10mnx21.5cm 130l on an unknown date. The patient was revised on an unknown date due to breakage.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).